Manufacturer narrative:
The actual sample was returned for evaluation. Examination was done with a digital microscope. The suture had what appeared to be a loose braid at the needle end of the suture and a cut end. No breakages were observed on the returned sample. No failure detected but the product was out of specification.

Event description:
It was reported that the patient underwent an eyelid surgery on (B)(6) 2014 and suture was used. During the procedure, the surgeon noted that the thread was twisted and not smooth, which made it difficult to pass through tissues that have been damaged during its difficult passage. Following the operation, the patient returned because the thread broke, and the surgeon had to remake a suture. Currently, the patient status is fine.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.